Event description:
It was reported that the left ventricular lead had no capture due to lead dislodgement. The lead was explanted and replaced. The asymptomatic patient was stable before, during, and after the procedure.

Manufacturer narrative:
A complete lead was returned. Electrical testing and visual inspection did not find any anomalies.